Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4-5 degenerative tricuspid regurgitation (tr) for a triclip procedure. During preparation of the triclip steerable guide catheter (tsgc) there was a loss of column and a fluid leak was observed. A new tsgc was selected and a triclip was successfully implanted. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4-5 degenerative tricuspid regurgitation (tr) for a triclip procedure. During preparation of the triclip steerable guide catheter (tsgc) there was a loss of column and a fluid leak was observed. A new tsgc was selected and a triclip was successfully implanted. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.